Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t getting good stimulation. The rep reported that the patient was programmed with high density settings and couldn¿t feel any stimulation. The rep changed it to low density settings and the patient barely felt stimulation in her lower back at 10v. No issues with charging were noted. The rep ran group impedances with the high density and low density settings. The high density settings were as follows: 90 pulse width, 900 hz, 10.5v; using electrode 0+ 1- 2- 3+ 8+ 9- 10- 11+: xxx impedance seen. The low density settings were as follows: 420 pulse width, 60 hz, 10.5v; using electrode 0+ 1- 2- 3+ 8+ 9- 10- 11+ out of regulation (oor) message seen and then xxx impedance. Electrode impedance was performed at 3v: reference 0 1: 371 ohms 2: 400 ohms 3: 466 ohms 8: 392 ohms 9: 400 ohms 10: 415 ohms 11: 392 ohms reference 1: 0: 371 ohms 2: 380 ohms 3: 454 ohms 8: 400 ohms 9: 405 ohms 10: 413 ohms 11: 397 ohms reference 2 0: 400 ohms 1: 380 ohms 3: 447 ohms 8: 413 ohms 9: 421 ohms 10: 432 ohms 11: 410 ohms reference 3 0: 466 ohms 1: 454 ohms 2: 447 ohms 8: 473 ohms 9: 484 ohms 10: 491 ohms 11: 463 ohms reference 8 0: 392 ohms 1: 400 ohms 2: 413 ohms 3: 473 ohms 9: 376 ohms 10: 402 ohms 11: 382 ohms reference 9 0: 400 ohms 1: 405 ohms 2: 421 ohms 3: 484 ohms 8: 376 ohms 10: 405 ohms 11: 385 ohms it was reviewed that normal impedance values could range from 500-1,100 ohms. It was suggested that the rep to look through all the reference electrode to see if any combination was within normal limits. Reference: 6 and electrode: 0: 540 ohms reference: 1 and electrode: 6: 544 ohms reference: 2 and electrode: 6: 556 ohms reference: 3 and electrodes: 5 : 514 ohms, and electrode 6: 596 ohms reference: 3 and electrode: 15: 523 ohms reference: 4 and electrodes: 13: 504 ohms, electrode 14: 504 ohms, electrode 15: 549 ohms reference: 5 and electrodes: 3: 514 ohms, electrode 6:525 ohms, electrode 15: 525 ohms reference: 6 and electrode shows above 500's ohms range reference: 7 all below 500 ohms range reference: 8 all below 500 ohms range reference: 9 all below 500 ohms range reference: 10 and electrodes: 4:510 ohms, electrode 6:547 ohms reference: 11 below 500 ohms range reference: 12 and electrode: 6: 538 ohms reference: 13 and electrodes: 4: 504 ohms, electrode 6: 541 ohms reference: 14 all below 500 ohms range reference: 15 and electrode: 3: 523 ohms, electrode 4:549 ohms, electrode 5: 525 ohms, electrode 6: 591 ohms there were not traumas or falls related to the issue. The rep reprogrammed the patient using simple bipolar pairs. An x-ray was suggested. The patient was redirected to their healthcare provider (hcp). No further complications were reported.